Manufacturer narrative:
This form was completed by the MFR. Section f was also completed by the MFR. No medwatch form was received from the initial reporter or porduct user. Underwater leak testing revealed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhitbited the typical appearance of an abrasion mark. The penetration within an abrasion mark is typical of that produced by calcified plaque during iabp. Device label code: 1738.

Event description:
The iab leaked. Blood was noted in the tubing and the iab was removed. A second was inserted into the pt.